Manufacturer narrative:
Device remains implanted and is therefore not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the root cause of the reported event is related to capsular contraction syndrome.

Event description:
A physician reports that a patient underwent cataract surgery with implantation of the crystalens in the left eye. Approximately three months postoperatively, the patient presented with decreased vision in the operative eye. The physician performed a yag capsulotomy in 2007. The physician believes the lens haptic is caught on the anterior lens capsule temporally, causing the lens optic to tilt. The patient is scheduled for a lens repositioning on three months later. The patient's most recent bcva is 20/20.